Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump reset unexpectedly. Customer's blood glucose level was 240 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up therapy, but no response was received.